Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The customer required assistance in administering glucagon shots to address the bg. Reportedly, the customer alleged the pump software was "not suspending insulin" resulting in the low bg. The customer also reported experiencing an elevated bg level ranging from 258 mg/dl to being displayed as "high". The customer administered a correction bolus via the pump to address the bg. Reportedly, the customer alleged that the pump software was "not delivering boluses as needed". Tandem technical support (cts) preformed a review of the pump data to determined a possible cause. Cts determined the pump functioned and control iq software as intended and the cause of the low bg and high bg was unknown. Customer understood and acknowledged. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.